Event description:
An endurant stent graft system was implanted in the patient during an endovascular treatment of an abdominal aortic aneurysm. Aptus endoanchors were implanted as a prophylactic. It was reported that the patient experienced a failure to thrive, constipation, and dehydration. The patient also reportedly was vomiting; was unable to urinate; and had weakness. The patient was admitted to the hospital. Medication was prescribed and the event resolved. It was uncertain if this was related to the device or the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.